Event description:
It was reported that when plugged in the colonovideoscope, the screen immediately goes black. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation however, investigation was performed based on the provided information by the customer and inspection results by field service. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue the black screen. The subjected device was not sent back to olympus for further evaluation and repair. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.